Event description:
A pt (was) having contrast injection for a CT (computerized tomography) scan. Tried to inject 2 cc/sec at 250 psi (pressure per square inch) and a 1" long area of tube ruptured. Contrast and blood sprayed. Contrast injection (was) stopped, and new tubing (was) attached. No evidence of injury to the pt. (Rating specifications of pressure was not on the packaging). Upon further query, the following info was provided: it was reported that an unspecified amount of omnipaque 350 was being injected at 2 ml per second through the extension set via power injector for a CT study of the abdomen. It was reported that the tubing ruptured after 100 cc of contrast had been infused. The tubing rupture occurred approximately in the middle of the extension set. As a result, the pt experienced skin contact with skin reaction following the event. The pt's intravenous access was lost as a result of the "malfunction." The intravenous access was not re-started as the physician determined it was not necessary for the pt's care. The pt's CT exam was successfully completed with the contrast that had been infused prior to the tubing rupture. There were no reported adverse pt effects and no medical interventions were required.